Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device implant, the physician reported the terminal pin of the associated lead, did not completely enter into header of device as intended. Mineral oil was then applied and the pin inserted fully, ensuring a complete connection. Following insertion, system measurements were confirmed within normal ranges. No adverse patient effects were reported and to date, the device remains implanted and in service with no additional complications.